Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/12/2020. H3 device evaluation summary: an empty opened foil, an empty labeled winding former with a detached needle of product code w3201, lot # pe5903 were received for evaluation. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted, resulting in a clip off defect. The suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. According to the sample condition and the assignable cause of the performance pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. A manufacturing record evaluation was performed for the finished device pe5903 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure in the cath lab on (B)(6) 2019 and suture was used. The suture pulled out of the needle during the procedure. A like device from another lot was used to complete the procedure. There were no adverse patient consequences reported.